Event description:
The customer reported the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message during a patient event. The customer switched to manual CPR during the event. The crew swapped another autopulse platform to complete the service. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.